Event description:
It was reported that via a meriln.net transmission, non-sustained rv oversensing was observed. Review of the episode revealed myopotential oversensing. No changes were made since the episodes were very brief. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.